Event description:
It was reported the patient presented to the emergency room after having symptoms of light headedness and nearly passing out. Remote follow-up determined possible loss of capture on the right ventricular (rv) lead. It was also reported that rv lead thresholds were elevated. Reprogramming of output settings and polarity were completed. The rv lead was capped 2 days after reprogramming was competed and was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.